Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs instrument was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection of the instrument was conducted and revealing no issues at the grip and pitch cables. Additional unrelated observation not reported by site: the instrument was found to have a lodged component at distal clevis - plastic thread was found that had become stuck in the hole of the cable crimp.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.